Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had three infusion sets from the same lot that had issues. Customer declined troubleshooting the insulin pump for the high blood glucose. Customer's blood glucose was 530 mg/dl.